Event description:
Per the clinic, the patient experienced painless edema over the implant site around (B)(6) 2025. Subsequently, the patient underwent multiple needle aspirations (specific date not reported) and an incision and drainage procedure (specific date not reported); however, the issue did not resolve. Eventually, the patient was administered with steroid injection (specific date not reported) into the soft tissue and the mild erythema has improved. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.